Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During pump evaluation on (B)(6) 2022, insulin delivery was resumed successfully. Pump functioned as intended. There was no reported adverse impact to the customer's blood glucose level.